Event description:
It was reported that balloon rupture occurred. The 95% stenosed, long and narrowed by above 100mm target lesion was located in a shunt in a moderately tortuous right upper arm to axillary vein. When a guide wire was able to cross after positioning the sheath, a 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. The balloon was initially inflated to 6 atmospheres (atm), 10 atm for the second time, and 14 atm for the third time, but the dilation was insufficient. After that, when the entire lesion was dilated with 6mm peripheral cutting balloon and expanded again by about 10 atm using the same 6.0mmx100mmx150cm sterling balloon catheter, the balloon ruptured. The procedure was completed with a 6x40mm sterling balloon catheter that was dilated at 14 atmospheres. No patient complications nor injuries were reported.